Event description:
It was reported that lead impedance had increased and was high at 3239 ohms. It was also noted that thresholds were slightly higher (3v) from last check (2.5v). A lead fracture was suspected. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.